Event description:
"Set with bubble, swollen part of upper elastic tubing." Nurse reported it occurred 20 minutes after the start of the infusion, the device showed occlusion on the screen. Bubble remained after set was transported to biomed. Customer wants to know if stretching of the tubing could contribute to the ballooning segment. There was no pt harm or medical intervention. The customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the eval is pending. A follow up report will be submitted once the eval is completed.